Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received with no damage in the external components. In addition, three photos were provided for review. One photo shot shows the distal end of the device; no anomalies could be observed on the jaws or shaft. A second photo shot shows the distal end of the device from a different angle; no anomalies could be observed on the jaws; tissue stop or shaft. The third photo shot was a back table photo of a scissored clip. Clips that have a scissor shape when formed are typically due to side loads being applied to the jaws during firing. These loads can occur from slight rotating or side-to-side distal tip movement during firing. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the doctor was performing a laparoscopic cholecystectomy procedure, and the clips were scissoring as they were deployed from the instrument. The doctor was able to remove the scissored clips and continued to use the same device to complete the procedure. There were no patient consequences reported.